Manufacturer narrative:
Date of event was reported as "quite working about a year after implant" (implant date (B)(6) 2014). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins only worked for about a year after implant and did not work anymore. The patient stated that they had a ¿lot of problems¿ with their body, which were unrelated to the implanted device. Their rheumatologist wanted to do some mris so the patient was getting the ins removed. The patient was also provided with physician listings. There were no further complications reported or anticipated.